Event description:
It was reported that the patient's battery charger started smoking while on charge. A new replacement battery and charger were sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on april 01, 2024.